Event description:
It was reported that the bd l connector c90-o disconnected or had a broken / loose connection. The following information was provided by the initial reporter: it was reported that fluorouracil was being continuously administered through the cv port. 3:00 p.m. While the nurse was double-checking the flow rate, etc., she heard a noise as if some parts had fallen off. When she checked, she found that the l-connector, which was inserted into the infusion bag, had spontaneously fallen off and landed near the patient's face. Detailed medical intervention: she reported a drop of water flying on her right cheek area and left eye, possibly due to drug splash. The nurse reported to the pharmacist and instructed to wash the eyes and follow-up. The patient's face and eyes were washed under running water. Currently, there is no redness, pain, or eye discharge.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.